Manufacturer narrative:
Initial reporter address 1: (B)(6).initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and balloon pinhole was noticed. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.